Event description:
A customer contacted beckman coulter regarding an elevated accu tnl result from a single pt that was generated by the access instrument. - the elevated accu tnl result (sample a) was 107ng/ml. - the elevated accu tnl result from sample a was reported out of the lab. The customer indicated that morning, a new sample (b) for accu tnl was collected from the pt while in the intensive care unit (ICU). - the accu tnl result from sample b was 0.05ng/ml and the result was reported out of the lab. The customer indicated that sample a was retested after the lower accu tnl result for sample b was reported out of lab. - the repeated accu tnl result from sample a was reported out of the lab as a corrected report. There has been no change to pt treatment or any injury that can be attributed to this event.